Event description:
1 of 2: it was reported after using bd vacutainer® urine analysis preservative tube, erroneous results, a false positive in the protein and microalbumin were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation which did not show indicated failure mode of ER (protein and microalbumin in addition, 100 retained samples from both lots were visually inspected, with no issues being identified. Further clinical testing could not be conducted as bd clinical laboratories are currently unable to test for protein and microalbumin in urine. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 4257192 , for the indicated failure mode: erroneous results-protein and microalbumin. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
1 of 2: it was reported after using bd vacutainer® urine analysis preservative tube, erroneous results, a false positive in the protein and microalbumin were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.